Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during the prime. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also stated that the insulin pump was exposed to several ultra sounds. Nothing further was reported.